Event description:
It was reported that an occlusion occurred in the infusion system during use with the patient. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.